Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The patient had received an infusion of fluorouracil using the folfusor, a huber needle (non-baxter product), and an intravenous (IV) access valve (non-baxter product). The leak then occurred after the home patient (hp) removed the folfusor. When the nurse removed the dressing (non-baxter product) covering the access site on the patient¿s skin, ¿white traces of product¿ were found and luer lock connection between the folfusor and IV access valve was observed to be improperly locked. There was no patient injury or medical intervention associated with this event, though fluorouracil did contact the hp¿s skin. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: march 12, 2014 ¿ march 13, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection showed no defects. A functional leak test was performed by filling the device with green color water with no leak noted after overnight observation. The reported problem was not verified. Should additional relevant information become available, a follow-up MDR will be submitted.